Event description:
Laparoscopic anterior rectal resection - "trocar has allowed the development of an important and extensive subcutaneous emphysema that progressively reached patient neck. This situation took to an excessive reabsorption of co2 with considerable difficulty by anesthesiologists to maintain an adequate ventilation. Need to transfer the patient to intensive care at the end of intervention."

Manufacturer narrative:
No product is being returned for evaluation, but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.